Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s family reported the patient¿s implant site had an infection in recent days and that the patient was being treated in the hospital at that the time of report. It was noted the patient¿s physician suggested the follow-up treatment plan was to explant the battery and re-implant. It was noted the patient was being treated and observed in the hospital at the time of report. There were no further complications reported or anticipated.